Event description:
It was reported that an "excessive fiber life" message was received while using two surgical fibers during a prostate procedure, at 26,148 joules and 96,919 joules of use respectively. The procedure was completed using a third surgical fiber. This report is for the second surgical fiber used. Outcome: "no patient injury". Gland volume 65ml time expended for the second fiber: 24:49 minutes

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited moderate burnt on detritus; the fiber proximal to fracture can rotate independently of metal cap; the outer flow tubing exhibited moderate contamination, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root causes: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.